Event description:
The manufacturer's representative reported the ventilator alarmed and went vent inop during a demonstration due to a data acquisition reference failure. The ventilator was not in use on a patient therefore there was no patient harm or involvement. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation if in use on a patient and have the ventilator serviced.

Manufacturer narrative:
Device under evaluation.